Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A core impaction drill was called in for repair due to overheating during a procedure. The procedure was successfully completed; no adverse consequence was associated with the event.